Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) USA, alleging that her son¿s onetouch verio flex meter powers off during use. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue first began at 7 pm on (B)(6) 2017. The reporter stated, that her son manages his diabetes with novolog insulin (self-adjuster), and on (B)(6) 2017, her sons meter turned off, whilst he was trying to test. The reporter stated that immediately after the meter issue, the patient developed symptoms of ¿shakiness, incoherence, sweatiness and stomach pains¿. The patient was treated for the symptoms with ¿juice and food¿. During troubleshooting the csr noted this was not the first time the product was being used, and there was no obvious misuse of the meter. When the csr educated the patient, the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began, and the alleged meter issue could not be ruled out as a cause or contributor to the event.